Manufacturer narrative:
The customer will not send in the product for evaluation because it was a user error. Due to two quarantine cases the customer could not send us any further information (serial number, etc.) So far.

Event description:
Our distributor informed us on november 3rd that one of our products was involved in an incident.